Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of distal end light guide rod lens was chipped is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the olympus duodenovideoscope to the service center for a separate issue. During device analysis, the service repair technician indicated that the distal end light guide rod lens was chipped. There was no patient involvement.